Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received a button error alarm and a no signal error alarm. The customer's blood glucose was 16.0 mmol/l at the time of incident. The customer stated that none of the buttons were responsive due to the button error alarm. The customer was advised to remove the battery from the insulin pump. The customer was also advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be replaced and will be returned for analysis.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. No button error alarm during our testing. Unable to confirm signal error due to keypad unresponsive. The insulin pump had cracked battery tube thread, broken belt clip slot, cracked reservoir tube lip and minor scratches on the display window noted.